Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements causing the patient to experience dizziness. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements causing the patient to experience dizziness. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.